Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was ¿high¿ (specific bg value was not provided). Customer administered a manual injection of insulin to address high bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
D9, h3, h10 (remove statement) d9, h3, h10 (remove statement).